Event description:
Caller reported that alarm 2 followed by alarm 26 had occurred. There was no adverse impact to the customer's blood glucose level. Cts instructed the caller to disconnect tubing from the site, tighten the t:lock, hold the tubing downward, and deliver a 5-unit bolus, which completed successfully. The caller was advised to replace supplies as necessary and resume insulin when possible, with cts providing follow-up assistance.